Event description:
A us distributor reported that a battery charger was unable to recognize a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger faults) was due to corrosion on the battery board an internally open y1 component, and q1 and u13 shorted components. The root cause for the corrosion was ingress of an unknown liquid. The root cause of the open y1 and shorted components could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.